Event description:
A memory loops iol implanted in the right eye of the female patient in 2000 has since specified. The surgeon anticipates that the device will be explanted and replaced in the future.

Event description:
A memory loops iol implanted in the right eye of the female patient in 2000 has since specified. The surgeon anticipates that the device will be explanted & replaced in the future.